Event description:
It was reported that the trial patient had not seen improvement since the start on (B)(6)2013. The patient was still having accidents and leakage and stated that the screener was at 10.0 and she did not feel stimulation. The patient turned down to 2 and then up again to see when she felt stimulation. The patient felt it at 8.0 and it was very strong at 10. The patient turned it back down to 2. The trial was to end on (B)(6) 2013. Four days later it was reported that one of the test wires moved out of position during the third day of the test. The patient had since switched to the second test wire and had a successful test. A week later it was reported that the patient did not have good results with the basic evaluation. The patient stated that the right wire provided stimulation in the right butt cheek area, so she then switched to the left wire. The patient felt stimulation in the bicycle seat area with the left wire, but did not get good results. The patient thought her symptoms were worse during the trial. The doctor suggested that the patient try the advanced procedure.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).